Event description:
A customer reported to baxter corporate product surveillance an unknown quantity of clearlink continu-flo sets in which an occluded upper y-site was detected during patient use. The customer noted that clinicians were able to access a lower port on the set and continue therapy without further event. There was patient involvement; however, no patient injury is associated with this report.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. If a sample or additional information becomes available, a follow-up report will be submitted.